Event description:
Pump reported to be set at 50 ml/hr to infuse 200 mls of potassium chloride as a piggyback. Almost the entire bag was empty in 45 minutes. Patient did not report burning in the arm. Patient had no adverse effect.